Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an error after run. The event occurred during testing and it was unknown if the device was dropped. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the adc safety signal was interrupted and caused the error code. To address the issue the error code was cleared, and software applications were installed. The service history review had no indication that the complaint was related to a service of the device within the review period.